Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedances and capture thresholds. It was determined the lead had dislodged. This lead was capped during the patient's recent generator change-out, and another lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.